Event description:
It was reported that a patient had an inflammatory mass at their catheter tip. The device was explanted and replaced as a result. A magnetic resonance image (MRI) was done as a diagnostic. The cause of the issue was determined to be a granuloma. The health care provider (hcp) decided to leave the spinal portion of the catheter implanted. The hcp did not want to cause problems due to the small granuloma. The pump was infusing morphine (unknown) and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).